Manufacturer narrative:
Correction - h6 (device code, results and conclusion code) the reported event could not be confirmed, based on available medical records and experts opinions. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Formal medical opinion was sought from an experienced independent medical expert and he opined below: ¿the CT-scan shows that all the components of the device are intact (tibial tray, stem, pe liner and talar component). No disassembly from any component. Status after 2 suture fixation of the syndesmosis, small metal anchor plates still present, not interfering with the tar. Status after osteosynthesis of the distal tibia, hardware removed, no fracture at this moment. There is radiolucency around the tibial component stem proximally, width less than 2 mm. Tibia tray and distal parts of the stem fixed well to the bone. Talar component well-fixed.¿ based on available information, the conclusions is most likely patient-related (bone quality). Based on investigation, the root cause was attributed to a patient related issue. The failure was caused by poor bone quality. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery due to pain and loosening of the tibia stem of the prosthesis. No operating has been done. The patient has been going through physical therapy with no positive returns.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery due to pain and loosening of the tibia stem of the prosthesis. No operating has been done. The patient has been going through physical therapy with no positive returns.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.